Event description:
Report of alleged "no apnea alarm. Monitor was alarming for heart rate slow. Infant turned cyanotic and was stimulated to begin breathing. Infant transported to hosp. Infant was released to home and is currently on a monitor".